Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the distal segment of an indigo system aspiration catheter 6 (cat6) was ovalized/kinked when the hospital fellow was loading it over the guidewire to get into the sheath. Therefore, the cat6 was set aside and the procedure was completed using a new cat6. It is unknown if the cat6 was damaged as the fellow was loading it or if the cat6 was damaged out of box.

Manufacturer narrative:
Unique identifier # (B)(4).